Event description:
It was reported that a lead safety switch (lss) alert was received by the pacemaker system for out-of-range pacing impedance of greater than 3000 ohms on the right ventricular (rv) lead. Lead impedances had been stable up until that point. Technical services (ts) discussed programming options. Myopotential oversensing and two second pacing inhibition were later observed, and the patient was brought into the clinic, but the issues could not be reproduced so the device was programmed back to a bipolar configuration. There was a third recurrence of the event, and the clinic planned on bringing the patient in a second time. The patient had an intrinsic rhythm of thirty beats per minute. Ts suggested further testing and discussed further programming options. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch (lss) alert was received by the pacemaker system for out-of-range pacing impedance of greater than 3000 ohms on the right ventricular (rv) lead. Lead impedances had been stable up until that point. Technical services (ts) discussed programming options. Myopotential oversensing and two second pacing inhibition were later observed, and the patient was brought into the clinic, but the issues could not be reproduced so the device was programmed back to a bipolar configuration. There was a third recurrence of the event, and the clinic planned on bringing the patient in a second time. The patient had an intrinsic rhythm of thirty beats per minute. Ts suggested further testing and discussed further programming options. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a lead safety switch (lss) alert was received by the pacemaker system for out-of-range pacing impedance of greater than 3000 ohms on the right ventricular (rv) lead. Lead impedances had been stable up until that point. Technical services (ts) discussed programming options. Myopotential oversensing and two second pacing inhibition were later observed, and the patient was brought into the clinic, but the issues could not be reproduced so the device was programmed back to a bipolar configuration. There was a third recurrence of the event, and the clinic planned on bringing the patient in a second time. The patient had an intrinsic rhythm of thirty beats per minute. Ts suggested further testing and discussed further programming options. No additional adverse patient effects were reported. This pacemaker remains in service.